Manufacturer narrative:
Visual analysis was performed on the returned omnilink elite. The difficulty to insert was unable to be confirmed due to the condition of the returned unit. The reported stent dislodgement was confirmed as the stent was moved proximally on the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. The introducer sheath used in this case was not returned; therefore, the exact inner diameter was unable to be determined. It may be possible that the inner diameter of the non-abbott introducer sheath was smaller than the recommended diameter of 0.092 inches (2.33 mm) as indicated on the omnilink elite product label; however, without having the sheath to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat the left pulmonary artery. The 10.0x29mm omnilink elite stent delivery system could not be inserted in an unspecified sheath then the stent fell off of the balloon. The device was replaced with a new omnilink elite to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.